Event description:
It was reported that the patient received multiple inappropriate shocks due to fracture on the pace/sense (p/s) portion of the right ventricular (rv) lead. It was noted there was high impedance. The p/s coil was explanted and replaced. The high voltage therapy remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was lead impedance out of range alert. The criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 3383 lifetime ventricular- sic that occurred since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and v-sic. An out-of-tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max ventricular pace impedance rises from an approx. Baseline of 600 ohm to greater than 4000 ohm on (B)(6) 2013. The nst condition for meeting the lia trigger occurred on (B)(6) 2013. (B)(4).